Manufacturer narrative:
The reason for this revision surgery was the patient's hip dislocated. The length of in vivo service was 10 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 2 prior complaints reported against this part; both for dislocation. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause of the joint dislocation. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint dislocation not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's hip dislocating.